Manufacturer narrative:
The user facility confirmed that the patient did develop a hematoma which has already been reported in the initial MDR.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1519608) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported by the company representative: the mynxgrip (6f/7f) vascular closure device dislodged during the procedure. The patient developed a hematoma of 6cm or less. It was also reported that the sealant dislodged/was stuck to the device components. Manual pressure was held for less than 30 minutes. The patient was not hospitalized. Procedure type: left heart catheterization right femoral artery vessel size: sheath size: 6f stick location: right femoral artery.